Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: 2021(B)(6), product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: 2021(B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had increasing spasticity with an increasing daily dose of baclofen. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient had a dye study today after reporting that his spasticity was getting worse with the increasing baclofen dose. No interventions/actions were taken and no surgical intervention was planned. The issue was not resolved at the time of the report. Additional information was received from the device manufacturer representative indicated that the catheter would not aspirate and was found to be partially occluded at distal spinal tip. The entire 8780 catheter was explanted and replaced. It was noted that it would be mailed back for analysis.